Event description:
Patient called alleging that meter displayed an error 5 message. Patient did not experience any symptoms at the time of testing. Patient went to a local health care facility to get assistance . A health care professional did not treat patient. No information on what the reading was at the hospital. Customer service was unable to resolve the error 5 message and will be replacing the meter and supplies for the patient.